Manufacturer narrative:
Unit received with operating currents within spec and passed self test. However, unit alarmed pump error 38 during rewind due to corroded home switch. Unable to perform rewind, seating, basic occlusion, occlusion, force sensor and displacement test due to pump error 38. No pump error 25 alarms noted on detailed trace/long trace downloads. Power management tool confirms the unloaded voltage(ul vlith) and loaded voltage (loaded vlith) are within specs. Unit received with minor scratched display window and case. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump alarmed with a power error. Blood glucose level at the time of the incident was not provided. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.